Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured hemolysis with a "definite" relationship to the impella cp device used. The patient recovered with no sequelae.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
Additional information received from via abiomed¿s long-term outcome and quality indicator (loqi) that while on support, the patient endured cardiogenic shock after impella dislodged with a definite relationship to the impella device used. Impella cp initially at p9 in catheriterization lab with adequate flows. Upon being reversed from paralytics, patient coughing / sitting up in bed and noted uncoupling of waveforms, with repeated suction events at p6 and p5. The impella was repositioned and the patient recovered with no sequelae

Manufacturer narrative:
B3 updated to reflect date of event of the new information received. B5 updated with additional information received. H6 health effect - clinical code and health effect - impact code added to reflect new information. E4 was missing on manufacturer device report 1220648-2024-20479.

Manufacturer narrative:
The investigation for the hemolysis and cardiogenic shock has been completed. The pump was not returned for investigation. According to the clinical data, hemolysis during impella support and improved the following day. Uncoupling placement waveforms was noted while the patient was coughing and sitting up in bed, accompanied by a suction alarm. Pump was dislodged, and the impella was repositioned after cardiogenic shock. Data logs show several suction alarms followed by an impella position in aorta alarm late. The pump was unable to achieve flow at higher p-levels. The cause of the hemolysis issue was improper positioning of the device based on data log review and given clinical details. The following have been reported incorrectly on manufacturer device report 1220648-2024-20479.